Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with a test mini link and glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 blood glucose value properly on the display graph. No unexpected lost sensor, weak signal or any sensor alarm anomaly during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had low batter alerts, off no power anomaly and battery out limit alarm. The customer's blood glucose level at the time of incident was unknown. The customer's blood glucose level had been as high as 386 mg/dl. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.